Manufacturer narrative:
Intuvie received a report indicating that a broken free flow clamp assembly was identified during the device investigation. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed; however, the probable cause remains undetermined. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 21psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be component issue. The pressure sensor was replaced which resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. B3: event date-30psi occlusion failure 05/15/2025. G3: date received by manufacturer-30psi occlusion failure 05/15/2025. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating there was broken free flow clamp assembly found during the device investigation and intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 21psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement reported.